Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking at the patient line. Customer was out of supplies, therefore resorted to manual insulin injections to continue insulin therapy. Customer's blood glucose was 170 mg/dl.